Manufacturer narrative:
The device is planned to be returned to olympus (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the endoscopic image was displayed intermittently. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus australia & new zealand (oaz). Oaz checked the device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. In addition, it was found that the printed circuit board of the power supply became extremely hot and the rear panel was burnt out. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the investigation. -the qb board and g1 board were failed. -other than the reported phenomenon, there were no abnormalities inside the device. -the device was not returned to omsc. From the above, the reported event was caused by the failure of the q1 board and the g1 board. The cause of the failure of the q1 board and the g1 board could not be identified. No abnormality was found inside the device other than the reported phenomenon, and the device was not returned to omsc, so the cause of the board failure could not be surmised. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.